Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was initially implanted with a cochlear implant for electric acoustic stimulation (eas), which has the flex24 electrode. With this electrode the pt had auditory sensation only on the 6 apical electrode channels, on the other 6 basal channels there was paresthesia. For this reason the pt was re-implanted with a cochlear implant with a flex28 electrode, which is longer, in order to improve the benefit from the apical region of the cochlea.